Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s cartridge connector repeatedly broke off and became stuck in the chamber over multiple boxes of material, and the caller suspected damaged or worn pump threads. Symptoms included no reported abnormal blood glucose values and no adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included collection of user reports and arrangement for device inspection. Investigation of this case revealed a suspected mechanical connection integrity issue at the cartridge-to-pump interface consistent with connector or thread damage. It was concluded, based on previously established findings for similar reports, that the cause was device component wear or damage leading to a mechanical failure of the connector interface.